Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, high capture threshold issue and high lead impedance issue was observed on the rv lead. Patient was undergoing a device change out procedure due to normal elective replacement indicator, and physician opted to implant a new rv lead out of caution. Patient was asymptomatic with no clinical events associated with the rise in impedance and threshold issue however the patient is pacemaker dependent. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.